Event description:
A hemodialysis inpatient user facility reported that during treatment a blood test occurred. The machine alarmed and test strips tested positive. Estimated blood loss was 150cc's. Pt's had no adverse effects and did not require any medical intervention. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.